Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. A device partial reset due to watchdog timeout (wdto status) occurred 2009 (B)(4). After the device partial reset, the device started logging data into incorrect memory addresses due to an error correction code (ecc) log pointer error.

Event description:
It was reported that the customer discovered an error code during a device interrogation. There was a device memory error and the device experienced a reset. Intervention to manually reset the device occurred, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.